Manufacturer narrative:
Date sent to the FDA: 2/23/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2020 during which the surgeon noted ¿the ilioinguinal and the iliohypogastric nerves had dense adhered and incorporated into a rolled up ball of mesh. He resected the unsalvageable ilioinguinal and the iliohypogastric nerves, removed a large meshoma and the very adherent mesh and closed the peritoneal defect in the deep ring primarily.¿ it was reported that the patient experienced excruciating pain, discomfort, and inguinal nerve damages. No additional information was provided.